Manufacturer narrative:
(B)(4). The evaluation was performed using the information the account provided, which included the complaint text, a complaint search, labeling review, and a product safety analysis of the architect system. After the component replacement of the system control center (scc) by field service, no additional occurrences of this issue have been observed. The evaluation did not identify a systemic issue with the architect system. The architect system operations manual provides adequate information regarding an emergency shutdown procedure and hazards to avoid personal injury.

Event description:
The operator noticed the architect i2000 monitor screen become black and smoke coming from the fan of the scc machine body. The operator unplugged the architect i2000 analyzer. No injury was reported to the operator.